Event description:
It was reported that during a supply change the user overfilled the insulin cartridge using an insulin pen, which caused insulin to leak from the bottom of the cartridge, and no alerts or alarms occurred. No reported injury or adverse clinical effects. Outcomes included no reported impact on health, hospitalization, or medical intervention. Investigation included troubleshooting and user education. Investigation of this case revealed user technique contributed to overfilling that led to a cartridge leak, consistent with a use-related handling issue of the cartridge component. It was concluded, based on previously established findings for similar reports, that the cause was user technique.

Manufacturer narrative:
Initial.